Event description:
Per received report: patient came in with left carotid aneurysm. When the physician implanted the coil into aneurysm and wanted to reposition, the coil was stretched. Then withdrew it and changed another one to complete the procedure. Additional information received from the affiliate indicated that the coil stretched in the microcatheter and there was no unintended detachment that occurred. The entire coil was safely retrieved with no additional intervention performed to retrieve the coil. No patient injury reported.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During treatment of a left carotid aneurysm the 5 mm x 9.7 cm micrusphere 10 platinum microcoil coil was positioned in the aneurysm and then stretched with repositioning of the coil. It stretched in the unknown microcatheter. The coil was withdrawn from the patient and exchanged for another to complete the procedure. There was no unintended detachment and the entire coil was safely removed with no additional intervention required for removal. There was no patient injury. The proximal end of the returned coil was stretched. The two secondary windings off the ball tip kept their secondary shape. It was stated that the coil stretched during repositioning. The evidence suggests that the most likely root cause off the coil stretching occurred when the distal section of the coil became anchored. Possible scenarios for this anchoring include the entanglement with the coils already dwelling inside the aneurysm, becoming entangled on itself, or interaction with the distal diameter of the microcatheter. When the coil becomes anchored during repositioning, the coil will stretch during the retraction movement back into the microcatheter. In addition, without the identification or the return of the microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. For optimum product performance and to prevent potential complications, the instructions for use (IFU) cautions that "if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system." It is further cautioned that "if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter." Rinsing of the devices prior to return interferes with the ability to fully analyze the device for root cause. All trace evidence appears to have been removed from this microcoil system. Although a definitive conclusion cannot be made, it appears that procedural factors may have contributed to the stretching of the coil during manipulation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.